Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 18766418/18985269.

Event description:
It was reported that the patient was seen preoperative wherein it was checked that the patients lead had high impedances on all contacts. It was also reported that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was discarded by the medical facility.